Event description:
Reporter indicated that during a normal battery replacement, the new generator registered high impedance once connected to the previously implanted lead. The surgeon then conducted a full replacement. It was also noted that the pt was experiencing an increase in seizures prior to the surgery. All attempts for more information, and to have the device returned for analysis have been unsuccessful, and therefore, the relationship between vns therapy and the increase in seizures cannot be concluded.

Manufacturer narrative:
Device failure suspected.